Manufacturer narrative:
A complaint was received on 4/28/2025 reporting yankauer open tip broke off during surgery. The device was changed out and surgical site inspected, with no broken pieces discovered. No adverse event was reported. The actual sample was not available to be returned for evaluation. However, a photo of the device was provided. A supplier corrective action request (scar) was issued to the yankauer supplier cardinal health company. Cardinal health company determined photos were returned and the reported issue was observed. Since the product was not returned for evaluation, a definitive root cause could not be determined. Cardinal health company determined that the device history record (DHR) was reviewed, and no anomalies related to the reported issue were observed during the manufacturing of this product. In addition, a review of our internal monitoring processes did not indicate a trend for similar reported events. Based on this information, no corrective actions are warranted at this time. Cardinal health will continue to track and trend through their monitoring programs and take actions as applicable. Deroyal root cause was determined to be that the defect appears to be related to a material integrity issue occurring during or after the molding process at the supplier level. As no visual abnormalities were present in the sampled inventory and no deviations were found in deroyal's assembly process, the issue is likely isolated to a batch-level manufacturing anomaly at the raw material supplier. There were no corrective or preventive actions taken by deroyal due to the root cause determination. Production records were reviewed, and no issues were found. An inventory check of the yankauer was made by deroyal, a total of 25 of (B)(4) were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Yankauer open tip broke off during surgery.

Manufacturer narrative:
A complaint was received on 4/28/2025 reporting yankauer open tip broke off during surgery. The device was changed out and surgical site inspected, with no broken pieces discovered. No adverse event was reported. The actual sample was not available to be returned for evaluation. However, a photo of the device was provided. A supplier corrective action request (scar) was issued to the drape supplier cardinal health company. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.